Event description:
As reported by our german affiliates, during implant of a 29mm sapien 3 valve implanted in aortic position by transfemoral approach, there was difficulty introducing the commander delivery system with the crimped valve into esheath+. The delivery system and valve did not exit the tip of the sheath and was stuck in the sheath shaft/ fully expandable portion. The esheath was kinked. The valve on the delivery system was withdrawn through the esheath+ as one unit. A new esheath+, commander and valve were prepared, and the procedure was completed successfully with the new components. No patient injury occurred, and patient was stable post procedure. The returned commander delivery system and crimped valve was advanced through esheath by engineer and the liner expanded as designed, and the distal tip opened but torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, and a visual evaluation was performed. Due to the nature and condition of the device, functional and dimensional testing were unable to be performed. No imagery was provided. The returned device was visually examined, and the following was observed: liner was partially expanded 22.5cm from strain relief. Remining liner unexpanded. Liner partially delaminated 3cm in length at 6cm from strain relief. Tip unopened. No damage noted on tip. Sheath shaft material stretched 3cm in length at 7cm from strain relief. Scratches noted along sheath shaft. During the functional test, the delivery system was advanced through the sheath. While the liner expanded as designed, the tip became torn during the advancement. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander ds with s3 and esheath+ introducer set IFU's were reviewed. Warnings listed include, 'access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3/sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure'. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra thv in tortuous/challenging vessel anatomies'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for inability to advance through sheath and sheath distal tip torn were confirmed based on the evaluation of returned device. No manufacturing nonconformance was identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during procedure, difficulty introducing the commander delivery system with crimped valve into esheath+ was faced. The delivery system and valve did not exit the tip of the sheath and was stuck in the sheath shaft/fully expandable part.' Per evaluation of the returned device, the commander delivery system and valve were partially inserted and stuck at the proximal side of the sheath shaft. Additionally, the liner was partially expanded and the tip was unopened, which may be indicative of the resistance encountered while advancing the valve through sheath. Moreover, scratches were observed on the sheath shaft, which is indicative of calcification presence at the vessel access. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. Since the distal tip tear during evaluation process, it is likely that procedural factors (improper tip expansion) likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed during the decontamination process following the functional testing of the device (advancement of delivery system through sheath) nt. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit with no manufacturing non-conformance or new risk identified. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A pra is not required for the inability to advance through sheath. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.